Event description:
The stent could not be released in the target lesion although the surgeon revolved the release knob in place. The surgeon had to withdraw it and changed another one to complete. No adverse event on the patient. Analysis revealed the outer member hub was not properly screwed to the slider component because the om hub and the slider did not contain residues of adhesive.

Manufacturer narrative:
The stent could not be released in the target lesion although the surgeon revolved the release knob in place. The surgeon had to withdraw it and changed another one to complete. No patient injury was reported. One non-sterile pkg assy 6x100 smart vas120cm was received coiled inside a plastic bag. Unit was not deployed. No other anomalies were detected. During functional analysis, deployment difficulty test could not be performed at first attempt since the outer member hub was not properly screwed to the slider component. The outer member hub was screwed to the slider, and deployment test was performed according to procedure without anomalies. Since the outer member was not properly screwed, microscopic analysis was performed, and there was no evidence of glue ¿loctite¿ residues. Ftir analysis: no difference was found in the analysis by ft-ir between the samples and the parts taken as reference with no residue of adhesive, it is concluded that the om hub and the slider do not contain residues of adhesive. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure ¿sds - deployment difficulty-unable ¿reported by the customer was confirmed since at first attempt to deploy the unit, it could not be performed. The root cause of the issue appears to be manufacturing related since outer member was not properly screwed. A risk assessment has been opened to evaluate this issue. A risk assessment has been initiated to evaluate this issue.